Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. The explanted devices were discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6)/(B)(6). Batch: 7080145/7080695. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na . Batch: 24214471.